Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels ranging between 522-585 mg/dl. Reportedly, the customer had been using cold insulin. Tandem technical support educated the customer on insulin timelines. Customer administered a correction bolus via the pump to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.